Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 500 mg/dl. Customer experienced blood glucose level of 199 mg/dl. Customer stated that the insulin delivery was suspended. The customer¿s blood glucose was 199 mg/dl and sensor glucose was 116 mg/dl at the time of the event, the difference is outside the acceptable range. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity resistance test, sensor passed per specification. Then performed a bicarbonate buffer test, and sensor passed per specifications with accurate readings.